Manufacturer narrative:
(B)(4).

Event description:
The reporter contacted animas alleging a case/condition, moisture ingress issue. There was no alleged adverse event associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/22/2016 with the following findings: on examination, there was visible moisture corrosion in battery compartment. The battery compartment was noted to be cracked above and below grip pad. Leak testing confirmed moisture ingress into the battery compartment at the crack. There was no moisture found inside the pump. Investigation confirmed the complaint. Unrelated to the original complaint, the display is dim/faded and discolored.